Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection reportedly resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing an infection at the incision site. The incision site was drained and treated with antibiotics. The recipient ceased device use due to discomfort at the incision site.